Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4). Was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4). Which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Evaluation statement: the escalated issue of thermal damage to the component c153 on the power supply board has been evaluated by customer advocacy (cad). The customer did not allege any patient involvement or report observing smoke or flames. The root cause for the thermal damage in this reported incident has not been determined. The component c153 is a filtering capacitor on the vraw signal line for the input to the 3.3v voltage regulator ic u19. The pcu manufacture date is 18/oct/2018. A review of the device history file from the date of manufacture to the present was performed and no quality notification (qn) or prior servicing was found recorded. With no reportable adverse event complaint reported or management request for a risk assessment, per the product risk assessment document (B)(4). No risk assessment is required to be initiated. Based on the above facts, this reported issue is deemed appropriate for service level investigation and repair with no further involvement by customer advocacy (cad) deemed necessary. (B)(4). Replaced power board for nwon't turn on. Replaced pole clamp . Tested pm. (B)(4).